Event description:
The customer reports fan was found burnout and replaced.

Manufacturer narrative:
An evaluation of the scd express was performed for the reported condition of, ¿ fan was found burnout and replaced. The unit was triaged and the customer¿s reported condition was confirmed. It might be caused by failed valve manifold and replaced. Power cable was distorted and replaced. There was burnout mark on the pole of the fan. The pump was excessively damaged, so the root cause is categorized as customer misuse. A device history record review cannot be performed due to an invalid serial number. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the unit has not been received for evaluation. Without the unit, a detailed investigation could not be performed and the reported condition could not be confirmed. This complaint file shall be closed as unconfirmed at this time. If the unit is returned, the complaint shall be re-opened. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a routine basis and if a trend is observed, actions will be taken as necessary. This information will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.